Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a right total knee arthroplasty with simplex hv bone cement with gentamicin. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to loose tibial component.

Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6), 2018 the patient underwent a right total knee arthroplasty with simplex hv bone cement with gentamicin. It is further alleged that on (B)(6), 2019 the patient underwent revision surgery due to loose tibial component.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. Method & results: - device evaluation and results: not performed as the associated device is OEM product. - clinician review: not performed as the associated device is OEM product. - device history review: not performed as the associated device is OEM product. - complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received. Supplier ref ref #(B)(4).